Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was able to fill the cartridge partially, and subsequently experienced fill resistance. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.